Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was "high" resulting in diabetic ketoacidosis; cause was not known. Multiple attempts were made to follow up with the contact on the reported issue; however, no response from the customer was received.